Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 1.2mm x 12mm threader balloon catheter was advanced for dilation. However, during initial inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.